Event description:
Ous MDR. It was reported that about 3 months after the implantation shock impedance was < 25 ohms. No adverse patient effects were reported. The device was not returned.

Manufacturer narrative:
Corrected the device code from high impedance to low impedance. The lead and the implantable cardioverter defibrillator (ICD) were not returned for analysis. Therefore this report only refers to the review of the quality documents associated with the manufacture of this devices as well as the analysis of the returned data. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned data were thoroughly inspected. The inspection revealed a documented shock impedance of smaller than 25 ohms since (B)(6) 2015, confirming the clinical observation. Based on the available data the root cause of the small shock impedance could not be determined. However, as reported by the customer a lead revision solved the clinical observation, since the superior vena cava (svc) shock coil had slipped into the right ventricle resulting in an electrical contact of the svc and right ventricular shock coil. Should additional relevant information become available this investigation will be updated.